Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage and inspection on (B)(6) 2018, the service tech found that the device had no audio when turned on.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, the service tech found that the device had no audio when turned on. The pump did not tone when it was powered on. The device was opened and the u14 chip in the buzzer circuit was displaced. A trend has been identified and a corrective action has been opened to address the issue of no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.